Manufacturer narrative:
The event occurred in (B)(6). The year is the only known part of manufacture date. We have defaulted to (B)(6).

Event description:
Reporter stated lancet protrudes beyond the end cap of the multiclix device. No accidental stick occurred. No adverse event reported. The device has been returned to the manufacturer.